Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 4 times a day. She tests before meals and at bedtime. The patient takes sliding-scale humolog insulin based on her meter pre-meal blood glucose readings. She also takes 15 units of lantus insulin at bedtime. The patient indicated that the alleged meter issue started five days prior, at around noontime. The patient was unable to recall what actions she took in response to the meter issue. She did not know if she took any insulin after the alleged issue began. Around 8:00 pm that same day, the patient claimed that she developed symptoms of tiredness and shakiness. Although the patient did not if the symptoms were related to hypoglycemia or her parkinson's disease, she stated that she felt better after eating food. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. The patient reported that she felt better after eating.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.